Event description:
It was reported that during a case, the large pointer was inaccurate.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
I was reported that during a case, the large pointer was inaccurate.